Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored three untreated episodes and one treated episode due to oversensing. Approximately two years later, inappropriate shocks due to oversensed noise were again observed. Technical services discussed troubleshooting and reprogramming options. No adverse patient effects were reported.